Event description:
It was reported during implant the helix of the lead jumped out before and during implant after 25 turns, and fixation was not possible. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The analyst noted that the helix functioned smoothly and within specification. (B)(4).